Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: two images were provided. The first image shows a detached hypotube. The second image shows an nc euphora balloon with the balloon folds intact. The device was being used to treat a lesion in the mid lad. It was stated that there was 70% stenosis at the proximal lad. The nc euphora balloon catheter was inspected before use with no issues noted. Detachment occurred during advancement of the nc euphora balloon catheter. The balloon catheter was not inflated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a nc euphoria ptca balloon catheter to treat a lesion. It was reported that the balloon catheter snapped in half as it was going into the patients body. The device was removed without complications. No patient injury was reported.